Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. Troubleshooting did not resolve the issue. The customer used a transducer on the fluid lumen successfully. The patient is being transported to another facility in the morning. There was no reported injury to the patient.